Event description:
Anterior cervical microdiscectomy, fusion, removal plates c5-c7 with bone graft done 4/19/93. On 7/23/93, pt felt a loud pop, quivering sensations in the muscles of neck, chest and shoulders which has progressively increased to pain since. She has been compliant wearing her collar. No traumatic history can be elicited. X-rays done showed that the plate had fractured in it's caudal position. She required surgical intervention to remove and replace a new plate of identical length.